Event description:
Total hip replacement (left hip) with implant vendor: zimmer biomet on (B)(6) 2024. During replacement my femur was fractured, causing loss of blood and additional surgery during to wire the femur due to the fracture. Due to the loss of blood, my bp wouldn't stabilize which caused a longer stay in the hospital as I couldn't get up to walk without it going so low I would pass out. Also caused issues of pain during healing and continued pain when walking some now or going from sitting to standing. I am 3 months post op as of (B)(6). I did to 6 weeks of therapy after but concerned now since there was a recall on zimmer biomet the day after my replacement. I worry about if the femur is healed properly and if there may be more issues in the future as per the recall.